Event description:
Date of event is unknown. Consumer claims that the cleaning & disinfecting lens care system burned her eyes and caused a bubble to form on her eye due to it being burned. This was consumer's first time using the product. Medical attention was sought. The customer stated that the solution was available but to date has not returned the solution. Lot number is known.

Manufacturer narrative:
The contact lens solution was not returned for inspection. The complaint is unconfirmed. The association between the contact lens solution and the incident is uncomfirmed.